Event description:
The customer reported to olympus, inadequate air supply was noted from the air system of the gastrointestinal videoscope. The device was returned and an evaluation revealed clogging of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm or injury associated with the event.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer was aware when the foreign material adhered to the scope. The endoscope was not used in any case with foreign material attached to it. An evaluation of the returned device confirmed the customer allegation. Due to clogging of nozzle, air supply volume does not meet the standard value. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. An abnormal sound was made due to damage on up/down knob. Adhesive on bending section cover had a chip, crack and white-clouded area. Due to clogging of nozzle, water supply volume and water removal ability does not meet the standard value. Adhesives around objective lens and light guide lens had white-clouded area. The distal end cover had a dent. Paint on suction cylinder and air/water cylinder was peeled. Protector of universal cord on control section side, switch and image guide protector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a part of the product peeled off by aging of the accessories used for reprocessing, and it got into the air/water channel which caused clogging. The foreign material could not be identified any further than 'black rubber like material'. The event can be prevented by following the instructions for use which state: "[3.3 inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [3.8 inspection of the endoscopic system] -inspection of the objective lens cleaning function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, d10. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.